Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The stardrive screwdriver shaft t4 was received. The tip of the screwdriver was observed to be twisted and slightly bent over. The bottom face of its hex coupling end is scuffed. No other issues could be identified with the returned portions of the device. The received device was manufactured at the synthes monument site on 04 november 2018. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The complaint was confirmed for the stardrive screwdriver shaft t4. The device¿s tip was found to be twisted and slightly bent over. The hex coupling end of the device was slightly scuffed. There was no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause could be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.130.010. Synthes lot # h643462. Supplier lot # na. Release to warehouse date: 04 nov 2018. Manufactured by synthes monument. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient identifier: (B)(6). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon noticed the tip of the t4 stardrive screwdriver seemed to be broken out of the variable angle (va) handset during open reduction internal fixation (orif) nonunion of the hand, there were no implants in prior to the surgery. The first treatment was nonoperative. It is unknown if this happened during the operation or if the screwdriver was damaged before. The set was a field stocking location (fsl) set so it was used frequently. Second screwdriver shaft was used to complete the procedure. There were no other issues during the surgery and the outcome was to the surgeons satisfaction. There was a surgical delay of one (1) minute to get the other screwdriver shaft. The procedure was successfully completed. Patient outcome was completed as intended. This report is for one (1) stardrive screwdriver shaft/t4 50 mm. This is report 1 of 1 for complaint (B)(4).